Event description:
The complaint received states that the orbit rdfl complex mini coil (638mf0407 / 15761088) unraveled/stretched during placement. ¿the coil was streched during inserting into the target aneurysm¿ there was no report of injury for the patient. There was no resistance/friction during advancement/reposition/withdrawal reported. The coil was not used like a guidewire. The microcatheter was not repositioned. It is unknown if there was a 1:1 relationship verified by fluoroscopy. There was no coil entanglement, as this was the first coil used. Neither the complaint device nor the concomitant devices kinked or bent prior to the reported event. An adequate flush was maintained throughout the procedure. The complaint device was removed. The concomitant microcatheter was successfully used after the reported event. No patient and/or target lesion demographics were reported. The target lesion was left distal ica (distal internal carotid artery), no specifics were given.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15761088 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit mini complex fill3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found severely kinked. The introducer was received without damage but outside of device. The support coil and gripper were received outside of the introducer them were inspected found without damage while gripper was observed inside of dried blood and just the head piece of the embolic coil was found attached to the gripper while the rest of the embolic coil was received separated and was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage and with dried blood inside. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. While the rest of the embolic coil was found separated of gripper and stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil-unraveled/stretched-during placement¿ was confirmed during the microscope analysis. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per 637mi021 rev. 26. That prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.